Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor performed calibration and returned the unit to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.